Event description:
Boston scientific received information that the patient fell off a ladder and spent approximately a month and a half in the hospital recovering. During the interrogation it was noted that four months earlier there was a significant decrease in shocking and pacing impedance. However the impedance recovered shortly afterward. No out of range shocking or pacing impedance measurements were observed and no noise was noted. But then it recovered. No further action was taken at that time. The device was explanted over four years later for reported normal battery depletion and returned for standard analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.